Event description:
It was reported that the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated, and extensive corrosion was discovered within the motor assembly, rotor assembly, and bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The motor assembly, rotor assembly, and bearings were replaced and the device was returned to the user facility.